Event description:
The event involving the pacemaker device in this MDR report occurred during device interrogation after a cardiac surgery. Before the cardiac surgery, the device was reprogrammed to voo. After the surgery, the device was re-interrogated and reprogrammed to ddd mode. A standard f/u was performed with several testings: atrial and ventricle wave amplitude measurements, lead impedance measurements and pacing thresholds. The obtained measurements could be observed on the smartcheck screen (specific screen for real time measurements); however, no atrial parameter was observed on the overview screen on the programmer, nor on the printout. This was also reproduced when reviewing the data which is stored automatically on the programmer. Reportedly, during a f/u 2 or 3 days later, the atrial measurements were obtained although the physician followed the same procedure.

Manufacturer narrative:
(B)(6) 2010. This event concerns a device that was mfg and used outside the united states. Analysis is pending.